Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was taken to the hospital via ambulance on (B)(6) 2017. Customer's blood glucose at the time of hospitalization was unknown, but was over 500 mg/dl prior to hospitalization. Customer was hospitalized for three days and was off of insulin pump therapy for less than 48 hours when arrived to the hospital. It was reported that prior to hospitalization, insulin pump received an off no power alarm after new batteries were installed. It was reported that issue persisted. Caller also reported that battery issue also occurred a month prior to hospitalization where customer was found unresponsive and was also taken to the hospital via ambulance and was in the intensive care unit for one day. Healthcare professional recommended that insulin pump be replaced due to age of pump. Insulin pump would be returned for analysis.